Event description:
Three days following an uneventful endometrial ablation, pt admitted to hosp with endometritis. Pt was treated with antibiotics and released 48 hrs later. No surgical intervention was required.